Manufacturer narrative:
The infusion pump was tested for flow accuracy at 100 ml/hour, the pump failed accuracy est with a flow value -21.5% below the desired amount. The specification limit for this pump is +/- 5%.

Event description:
The device was received by baxter for service repair. During service testing, the baxter repair technician reported this device under-delivered. The hospital representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.